Manufacturer narrative:
Reliability analysis was unable to confirm needle complaint due to customer did not return the needle.

Event description:
The customer reported via phone call that he had a recurring problem when inserting the sensor. Customer stated that he goes thru the steps and when he removes the tab, the cannula comes out of the body. Customer stated he did not have a an issue with the sensor adhesive but more like a flaw with the sensor cannula. Blood glucose value was over 130 mg/dl. The sensor was replaced and returned for analysis.